Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that he woke up with high glucose and was not able to lower his glucose level. The customer was rushed to the hospital. Troubleshooting could not be performed as the insulin pump alarmed during prime. Advised the customer to revert to back up plan. No further information was provided.